Event description:
It was reported that pump displayed malfunction code 199 and malfunction 0, indicating pump malfunction, but no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was informed malfunction involved pump, received instructions on how to reset pump, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred, which customer acknowledged and understood.